Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.

Event description:
The customer reported that heparin 25,000 units in 250 ml, intended to infuse at a rate of 16 units/kg/hr (19.552 ml/hr), was hung at approximately 01:10 am and the bag as empty by 04:10 am. The pt was treated for a nose bleed and elevated pt, ptt, and inr and an increased level of observation was required. No further pt or event info was provided.